Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 37761, serial# (B)(4), product type: recharger.

Event description:
A consumer reported that the patient is in a lot of pain and are not able to walk. It was stated that the desktop charger (dtc) connector pin is broken, causing the patient to be unable to charge/recharge, which results in the patient's issue with pain, shaking, and being unable to walk. The consumer noted that the device was still working 2days prior to date notified. There were no out of box failures alleged, and no further complications are anticipated. A replacement dtc was sent to the patient. The patient's indication for implant is parkinson's dual and movement disorders.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The analysis of the recharger desktop charger found a broken connector pin.